Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button switch was missing. The root cause of the missing switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A (B)(6) distributor returned a monitor and reported that the response buttons were non-functional.